Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and attachments indicate the clear data programmer function may have been used. The save-to-disk file does not include any trend or relevant session information to inform analysis.

Event description:
It was reported that there was invalid data in the device's lead trends. The device is still in use. No patient complications have been reported as a result of this event.